Event description:
The customer reported that the during an infusion of 531.4 bag of thymoglobulin running at 88.6/hr, the pump should have alarmed when the battery was low but did not alarm until it turned off. There was no patient intervention needed, there was no report of harm. Although requested, no further information has been received.

Manufacturer narrative:
Additional information provided: the customer¿s report of an infusion where the system did not alarm for battery low warning resulting in the system turning off was confirmed. Physical inspection noted the pcu was received with a 3rd party battery. The pcu error log showed no errors or malfunctions. Review of the pcu¿s battery log confirmed a battery discharge or a low battery 3 (lb3) alarm occurred on 16jan2019 at 6:02 pm. Further review of the log showed no prior battery maintenance performed within the last 12 months. The log review also confirmed that there was no overestimation of the battery capacity. Analysis of the pcu event log showed the pcu was powered on, 16jan2:25 pm. The pcu was on battery power at the time of power on. The log shows two attached pump modules s/n 15045980 (channel a) and pump module s/n 14005282 (channel b). At 2:26 pm, pump module (channel a) is selected and programmed for a basic infusion at a rate of 88.6ml/hr. The pump infuses for approximately 3.5 hours before the pcu alarms for ¿battery discharge¿. The infusing pump is paused by the system and the pcu powers down. Functional testing found the new battery capacity of 3439 mah which is below the acceptable range of 4000 mah and 4500 mah. The 3rd party battery was replaced with a fully charged and maintained lab pcu battery. The battery conditioning test was performed following the same configuration from the pcu event log. The pcu successfully alerted for ¿low battery¿ (lb1), ¿very low battery¿ (lb2) and ¿battery discharged¿(lb3). The root cause is due to poor battery maintenance and a 3rd party battery with a capacity below an acceptable range.

Event description:
The customer reported that the during an infusion of 531.4 bag of thymoglobulin running at 88.6/hr, the pump should have alarmed when the battery was low but did not alarm until it turned off. There was no patient intervention needed, there was no report of harm. Although requested, no further information has been received.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, patient weight and history not provided.

Event description:
The customer reported that the during an infusion of 531.4 bag of thymoglobulin running at 88.6/hr, the pump should have alarmed when the battery was low but did not alarm until it turned off. There was no patient intervention needed, there was no report of harm. Although requested, no further information has been received.